Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was missing the blue cap after use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that at least two infusor lv 5 devices were missing the blue cap after patient use. The devices had been filled with 5-fluorouracil in 5% dextrose prior to the missing caps being observed. This is report number 1 of 2. No patient injury or medical intervention was reported. No additional information is available at this time.